Event description:
It was reported the ventricular channel of device has a broken connection pen fragment stuck in the port. It was also reported the lower case also needs some attention. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; pin stuck in ventricle output connector port and lower case is broken. Analysis also found the upper case was dented, two case screws were missing, battery drawer was chipped, keyboard was scratched, and serial number label was torn. (B)(4).